Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed an incoming vxi test. The test was rerun 10 times and the device passed. Analysis also found that the upper and lower cases, the bail cover and ring cover were broken, the battery contacts were compressed and the keyboard scratched. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.